Event description:
Depuy metal on metal left total hip arthroplasty (tha) done in 2007, but patient has had chronic pain since surgery. MRI showed fluid collections posterior to greater trochanter and fluid collections along medial wall of left pelvis. Hip revision recommended, and completed earlier this year.